Manufacturer narrative:
Additional information: b5 (second paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, the valve was 80% deployed at a position of 4 millimeter (mm) on the non-coronary cusp (ncc)-left coronary cusp (lcc). During the final phase of release, when the paddle was uncovered, the valve dislodged. A second valve was implanted. Additional information was received indicating the following: a pre-implant balloon dilation was performed at the outset of the procedure, a non-medtronic safari xs guidewire was used during the procedure, the valve deployment starting point was bottom of pigtail, the valve dislodged in the aortic direction, the implant depth on the ncc and lcc was unknown after the dislodgement, and the patient's severely calcified native aortic valve contributed to the dislodgement.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329; product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, the valve was 80% deployed at a position of 4 millimeter (mm) on the non-coronary cusp (ncc)-left coronary cusp (lcc). During the final phase of release, when the paddle was uncovered, the valve dislodged. A second valve was implanted.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.